Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that part of the pigtail was broken as the user removed the filiform double pigtail ureteral stent set from the packaging tray. There was no impact to the patient as a result of the product problem.